Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim programmer overheated and wouldn't allow setting to be selected. No patient impact.

Manufacturer narrative:
The hakim programmer was returned for evaluation. Device history record (DHR) - the lot history record for the device 82-3190, sn (B)(6) (lot # 1323753) was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock failure analysis - inspection does not confirm the reported issue, as no failure was identified. Device passed all testing. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the device was manufactured in 2005, we can consider that the issue was due to normal wear out.